Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with shortness of breath. It was found that the left ventricular lead had increased and had undefined impedance on the lv tip to rv ring vector. The lead was scheduled to be replaced with an epicardial lead. No further patient complications have been reported as a result of this event.